Event description:
It was reported that the black catheter from a liver access and biopsy set "came apart" during a biopsy procedure. It was said this occurred upon removal from the sheath and prior to placing the needle to perform the biopsy. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: preamendment. H3 - device evaluated by mfg.? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4 - primary UDI number, d9 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: annex a. Investigation ¿ evaluation. It was reported that the black catheter from a liver access and biopsy set "came apart" during a biopsy procedure. It was said this occurred upon removal from the sheath and prior to placing the needle to perform the biopsy. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used set was received. The catheter was received inside the metal cannula. The hub was separated from the catheter. No material was left in the catheter hub. There were multiple kinks noted in the blue sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot and subassembly lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint for kinks in the blue sheath, associated with the final product lot number. Product labeling review: the product IFU, [t_labs_rev7] ¿liver access and biopsy set,¿ provides the following information to the user related to the reported failure mode: ¿warnings: extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart. Instructions for use: introduce and advance the transjugular introducer sheath and stiffening cannula over the wire guide into the selected hepatic vein. When introducing these components as a preassembled set, the included straight catheter may be used to facilitate introduction. Once the set is positioned within the hepatic vein, the straight catheter should be removed. Note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage.¿ evidence gathered upon review of the dmr, product IFU, DHR and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that when the catheter was being removed, it was pulled by the hub resulting in the catheter/hub separation. However, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.